Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller was asking about doing a head MRI for a patient whose ins had not been working since two weeks ago when the patient fell. They tried to communicate with the ins the day of the report using the patient programmer and clinician programmer, but were unable to communicate with the ins. There were no patient symptoms nor further complications reported at this time.

Event description:
Additional information was received from the patient. They reported that they need to have an MRI scan of the brain after having an accident on the 22nd, however they are not able to communicate with the ins to confirm it is off. Patient stated they work with someone at (B)(6) who confirmed their ins is off and no longer working, which patient believes happened after falling. Patient stated the assistant told them they could inform the MRI facility to perform the scan but the MRI staff are not able to take verbal confirmation of the device status from the patient. Reviewed with the patient that the manufacturer is not able to remotely check the device status so cannot confirm it is off. Recommended patient follow up with the assistant at their managing clinic to provide device status to the MRI facility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they were informed that the ins and lead were removed by the doctor on (B)(6) 2021. Caller looking to confirm this as patient is needing an MRI. When asked why the explant took place caller reported the medical notes state that the "device was not working"/"non-functioning" but could not clarify further. Caller also said the medical noted stated that they were not able to check patient's scan eligibility with their controller.